Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 600 mg/dl with high levels of ketones identified as dangerous by healthcare provider. Reportedly, the customer was hospitalized, details and nature of hospitalization were not provided. Customer declined to further troubleshoot with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.